Manufacturer narrative:
Date sent: 08/13/2007. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a colectomy procedure, there was handswitch trouble. Another device was used to complete the case. There were no adverse consequences to the pt.